Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The leak and crack were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during advancement of a 7mm x 40mm x 80cm foxcross balloon dilatation catheter (bdc) via femoral access, with no resistance felt and with negative pressure maintained using an indeflator during the advancement, upon reaching the target vessel but prior to reaching the lesion, a crack in the foxcross hub was observed with a leak of contrast and / or air noted at the site of the crack. Reportedly, the indeflator was not difficult to connect to, and disconnect from, the foxcross hub. The foxcross was withdrawn from the anatomy without resistance. Another same size foxcross bdc was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.